Event description:
It was reported to boston scientific corporation that a wallstent transhepatic endoprosthesis was used during a biliary stenting procedure in 2009. According to the complainant, during preparation, the distal tip was covered with the outer sheath distal end prior to use. The procedure was completed with another wallstent transhepatic endoprosthesis. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Numerous attempts to obtain additional details regarding the event description have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.